Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the event occurred on june 28, 2022 during a routine inspection. According to the initial reporter, no patient or procedure was involved or reported as impacted.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Please see updates in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered found 4 white dots in the image, internal condition was okay, cut in the cable and remote switches, couple was found corroded, minor scratches on the head cover front and scratches on the serial number plate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, multiple white dots on image on the hd autoclavable camera head. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned unit, the coupler was found corroded. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.